Event description:
Customer reported device - 101mg/dl after dinner. Customer took 6 units of insulin. Device = 83mg/dl prior to going to bed and took normal insulin as well as had a snack. Customer's spouse reported not being able to wake up customer and calling emergency medical technician (emt). Emt device = 26mg/dl. Emt's treated customer with a glucose IV and transported customer to the hospital. No controls used. A request was made for return product and replacement product was sent.